Event description:
It was reported that an ilet pump exhibited an unresponsive touchscreen on the left side and a visible crack, following a prior episode where the device could not be unlocked and had a low battery; the device was replaced and the user was instructed on data sync, shutdown, return, and startup with dexcom. Symptoms included elevated blood glucose after the user ran out of insulin before they were able to change supplies. Outcomes included no hospitalization, no medical intervention, and continuation of cgm use while awaiting the replacement device. Investigation included customer service troubleshooting and device replacement logistics. Investigation of this device revealed a physical screen defect consistent with a damaged display assembly leading to partial touch no responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was device damage.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."